Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received failed battery alarm and also had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer states she received a failed battery alert on her pump. When she replaced the battery nothing happened so she inserted another battery and still could not get the display to come back up. Troubleshooting was performed for blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.